Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). A percuflex plus stent was returned for analysis. A visual evaluation of the returned device revealed that the shaft of the stent was detached. The returned section was found to be buckled/accordion. Moreover this section has a sensor guidewire stuck inside of the stent. The most distal section of the stent and the suture string was not returned for analysis. Based on the product analysis, the issue occured during the withdrawal/closure. It is important to mention that no issues were reported by the customer during the unpacking, preparation and during the introduction. Moreover, device has the working length buckled, however, this failure is known to be generated due to the force used when the stent is pushed up with the pusher/positioner over the guidewire or when the stent was removed; therefore, the encountered issues are most likely that it were generated due to the manipulation of the device or due to the interaction with other devices during the procedure. Therefore, "adverse event related to procedure" is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a percuflex plus stent was used during a ureteroscopy procedure in the ureter, performed on (B)(6) 2019. According to the complainant, during closure of the procedure, when the physician attempted to deploy the stent, there was difficulty retracting the guidewire and when the stent was pulled back, stent buckled/accordion was observed. The physician used a laser fiber inside the bladder to cut the guidewire and was able to remove the stent outside the patient. A different model of stent was opened and successfully completed the procedure. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable. Investigation results revealed the stent shaft was detached, therefore this event has been deemed an MDR reportable event.